Event description:
Caller reported experiencing alarm 2 followed by alarm 26. There was no adverse impact to the customer¿s blood glucose level, as the occlusion issue did not cause levels to exceed 500 mg/dl or the cgm to read ¿high.¿ while at work, the customer was unable to perform technical support tasks and was advised that cts would follow up. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.